Event description:
It was reported that during an attempted implant, the physician tried to fixate the lead to several positions, however the testing parameters were not satisfactory. The physician elected to remove and replace the ra lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The proximal conductor is slightly distorted at 49.8cm, damaged at implant attempt. Did not effect introducer test, test passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.